Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==>the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the distal end of the white sleeve is damaged as reported. A manufacturing record evaluation was performed for the finished device 9l50084 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause can be attributed to the contact with a hard surface or tissue while inserting the device into knee, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional that during a meniscal repair procedure on (B)(6)2022 , it was observed that the outer white sheath on the truespan meniscal repair system peek 12 degree device split into different pieces while the implant still worked fine. According to the report, it was believed that the white sheath kept catching on the soft tissue as the surgeon was trying to introduce the device into the knee joint space. The same device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.